Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 01 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On 01st may 2025, the user reported that the system showed results that differed from glucometer measurements. The case was escalated to the next level of support for further review. An initial review of the dms revealed that the historical calibrations were not visible due to a known software bug. This issue was resolved by reinstalling the eversense mobile app. It was also noted that the user was using an outdated transmitter firmware, which may have contributed to the observed sensor inaccuracies due to suboptimal communication with the sensor. As the user did not have access to a computer to update the firmware, a replacement transmitter with the latest firmware was provided. The updated firmware included enhanced antenna calibration to improve communication with the sensor. The original transmitter was not returned to senseonics; thus no in-house investigation was possible. However, the user resumed use of the system with the new transmitter, and a review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. B4: date of this report 29 july 2025. G3: date received by the manufacturer? 29 july 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 4121. H6: investigation findings updated to 628. H6: investigation conclusions updated to 58.